Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump turning off, started vibrating, blank display, and medtronic flashing logo. The customer reported blood glucose value of 37 mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, unomedical, unknown sensor. Troubleshooting was partially performed, and the issue was not resolved. The customer reported pump screen was not flashing once when screen was turned on after being in sleep mode. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a, unomedical, unknown sensor. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. After battery installation unit powered on with no blank display noted. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test, active current measurement test, and sleep current measurement test. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 3.0 received the lowbatteryalert (104) on 06/23/2025 12:04:00 after more than 7 days at 18.86 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/04/2025 08:22:00 after more than 7 days at 18.67 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that moisture damage was found, isolated to the electronic stack. The unit also came with a scratched case and a pillowing keypad overlay. In conclusion, the customer¿s concern about the blank display, flashing medtronic logo, unexpected power loss, and vibration/audio anomaly was unconfirmed. However, moisture damage was found within the electronic assembly, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.